Event description:
Two enterprise vrd's were used for off-label treatment of a traumatic dissection of the left v3 vertebral artery (va) accompanied with thrombosis of the intracranial left va, resulting in coverage of the arterial dissection and excellent flow. The day after the index procedure, the pt experienced neurological decline. Treatment included surgical suboccipital decompression of his posterior fossa. MRI revealed cerebellar strokes and intracranial hemorrhages. The pt developed fever and increased respiratory secretions with a tracheostomy, and peg tube placed and was transferred to a long term facility 20 days post index procedure for continued medical management and care.

Manufacturer narrative:
V3 vertebral artery and carotid artery. Next, in a telescoping fashion, another enterprise stent was deployed. Both stents stayed in the length of the arterial dissection and there was excellent distal cortical flow demonstrated on post stenting angiogram. There was excellent flow through the stent and normal cortical vasculature. Lake region medical reviewed the device history records relative to the mfg, inspecting and packaging of lot 01410534 which corresponds to cordis lot 13471551. The history records indicate this product was final inspection tested, and was determined to be acceptable. It was reported that the day after successful re-establishment of flow through a dissected thrombosed vertebral artery with off label use of two enterprise stents, the pt experienced neurological deterioration with cerebellar strokes and intracranial hemorrhages. Based on the available info, no conclusion can be made; however, it is possible that the return of normal blood flow to the vessels supplying the previously infarcted tissue with loss of normal autoregulation and inability to retain blood inside of the arteries contributed to the event. In addition, the use of the tpa and reopro also puts the pt at higher risk for intracranial hemorrhage. Although no conclusion can be made regarding the relationship of the enterprise vrd's and the reported event, there is no indication that the devices did not perform as intended, or that the event is related to the device design or mfg process. Clinical factors appear to have impacted the reported event. This is one of two products used during the same procedure on the same pt, which is associated with mfg report# 1058196-2009-00221.